Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display and it was not recognizing the batteries. The customer¿s blood glucose was 7.8 mmol/l. The time did not advance due to frozen display. Frozen display recurred after 2 hours of installing the new battery. The display screen as not completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not return for analysis.

Manufacturer narrative:
After battery installation, both the menu keypad button and the middle (enter) keypad button were not responding. Upon further review of the unit's interior, there were traces of corrosion on electrical board around the aa battery connector and on some parts in close proximity to that area. After swapping electrical board and electrical board with one another and after swapping both boards to another case, it was determined that the keypad problem is isolated to electrical board. Unable to perform sleep current measurement, active current measurement, and self tests due to the intermittent keypad buttons. Device has a crack on the battery tube.